Event description:
New information noted that the right ventricular (rv) lead was capped and replaced during a procedure on (B)(6) 2022. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had high pacing impedance and high capture thresholds. The patient was asymptomatic. No intervention performed. The patient was stable throughout procedure.